Event description:
On 25th october 2023 getinge became aware of an issue with one of the surgical lights - powerled 300. As it was stated, upon the preventive maintenance activities being performed on the device, paint damage on the fork was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Initially, the issue was reported under (B)(4) (report #9710055-2022-00460). According to getinge sales and service unit, the customer refused the repair and stated it will be performed by their own staff. Therefore, with this information at hand, it could be be assumed that it would be possible the repair was not completed and the malfunction initially reported could have progressed overtime and has been claimed again.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th october 2023 getinge became aware of an issue with one of the surgical lights - powerled 300. As it was stated, upon the preventive maintenance activities being performed on the device, paint damage on the fork was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Initially, the issue was reported under (B)(4) (report #9710055-2022-00460). According to getinge sales and service unit, the customer refused the repair and stated it will be performed by their own staff. Therefore, with this complaint at hand, it can be assumed that the repair was not completed and the malfunction initially reported could have progressed overtime and has been claimed again. Corrected b5 describe event and problem: on 25th october 2023 getinge became aware of an issue with one of the surgical lights - powerled 300. As it was stated, upon the preventive maintenance activities being performed on the device, paint damage on the fork was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Initially, the issue was reported under (B)(4) (report #9710055-2022-00460). According to getinge sales and service unit, the customer refused the repair and stated it will be performed by their own staff. Therefore, with this information at hand, it could be be assumed that it would be possible the repair was not completed and the malfunction initially reported could have progressed overtime and has been claimed again. Getinge became aware of an issue with one of the surgical lights - powerled 300. As it was stated, upon the preventive maintenance activities being performed on the device, paint damage on the fork was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Initially, the issue was reported under (B)(4) (report #9710055-2022-00460). According to getinge sales and service unit, the customer refused the repair and stated it will be performed by their own staff. Therefore, with this information at hand, it could be be assumed that it would be possible the repair was not completed and the malfunction initially reported could have progressed overtime and has been claimed again. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling, which could be considered as technical deficiency, and in this way the device contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered by getinge technician during preventive maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s IFU 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 26th october 2023 getinge became aware of an issue with one of the surgical lights - powerled 300. As it was stated, upon the preventive maintenance activities being performed on the device, paint damage on the fork was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Initially, the issue was reported under ot692536 (report #9710055-2022-00460). According to getinge sales and service unit, the customer refused the repair and stated it will be performed by their own staff. Therefore, with this complaint at hand, it can be assumed that the repair was not completed and the malfunction initially reported could have progressed overtime and has been claimed again.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: krankenhaus bad oeynhausen h3 other text : device not returned to manufacturer.